Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on 30-aug-2018 alleging that on (B)(6) 2018 the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring in the 400 mg/dl range with polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient is reported to be 38 weeks¿ pregnant and the patient¿s health care provider adjusted the basal rates up but the rate change is unknown. The reporter alleged there were air bubbles in the cartridge and the infusion set tubing. Animas customer support advised that the infusion set must be changed every one-to-two days. Animas customer support further advised of the proper cycling steps for the cartridge and the infusion set and advised that it is a closed-unit system and the only way for air bubbles to be in the cartridge as well as the tubing is if these steps are not followed properly. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a combination of diabetes management and training/misuse.